Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted:(B)(6) 2009, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension. Product ID: 3778-45, serial# (B)(4) , implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 19-nov-2013, UDI#: (B)(4); product ID: 3708120, serial/lot #: (B)(4), ubd: 14-nov-2012, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 19-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient had poor impedances from their left lead (0-7) and their extension when replacing their battery. During the replacement the extension was difficult to remove from the battery. The physician was able to finally remove the extension connection from the battery, but was not able to reseat it in the new ins battery. The physician tried to place the current extension connector in the new battery and when testing the connections and impedances, they all showed >40k ohms and red. The physician stated the connecter was not sliding well into the battery and opted to retry multiple times without success to reseat the connections. The physician then proceeded to open a new incision to replace the extension. After finding the extension and the lead connection, the physician then removed the old extension. He then tried to place the lead connector directly into the battery. Again all impedances were over 40k ohms and the connections showed red. He determined the lead was the issue and opted to conduct intra-op testing to make sure the remaining right lead (8-15) could provide adequate stimulation coverage of the patient's painful area. They were successful in finding good coverage for the patient using the remaining functioning lead. The physician opted to leave the non-functioning lead implanted versus removing it to decrease the risk of disrupting or accidentally moving the lead that was providing good coverage. The physician connected a new extension to the nonfunctioning lead and connected it to the battery. The impedances for lead 8-15 were green and measuring within normal limits with the exception of contact 15 which was red and measuring over 40k ohms. The programming occurred at the top of the lead, therefore they were able to move forward with the procedure. The patient at post-op was getting adequate coverage of their painful areas with stimulation using just the one lead. At this time, the patient is content and is fully understanding of the situation. No additional surgeries are planned per the physician at this time to remove the lead that is no longer functioning. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-04-29. It was reported that no cause was determined for the difficulty disconnecting or connecting, or the high impedances. No further complications were reported/anticipated.